Event description:
It was reported that the split was noticed in the silicone. There was unknown patient involvement, and it was reported there was no signs or symptoms experienced. The tube was changed as a medical intervention.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done and the reported issue was duplicated. The probable cause was excessive pressure from the adhesive removal tool during manufacturing, which may create micro-tears in the tube leading to the condition. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.